Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir was constantly blinking in reset mode and could not be reset. The humapen memoir was associated with product complaint (B)(4)/ lot 1007c01. The device was returned on (B)(6) 2012 and upon investigation was found to have missing segments on the display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2012. Update (B)(4) 2012: additional information was received on (B)(6) 2012 from the global product complaint database, added the device specific safety summary and date of manufacturer. Updated narrative, med watch fields and EU/ca fields.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2012. No further follow up is planned. Evaluation summary: a patient reported that their humapen memoir device was constantly blinking in reset mode and could not be reset. Investigation of the returned device (batch 1007c01, manufactured july 2010) found a power button malfunction and the display was showing recurring reset mode with dim and missing segments in the dose numbers. The root cause for the dim and missing segments was determined to be ingress by an unknown liquid that caused damage resulting in residue and corrosion in several locations in the device, with a contributing factor of a cracked lcd cable. The root cause of the recurring reset mode and the power button malfunction was liquid ingress while in the field. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q1 2012 beginning with batch 1109c01 to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation is progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir was constantly blinking in reset mode and could not be reset. The humapen memoir was associated with product complaint (B)(4)/ lot 1007c01. The device was returned on (B)(6) 2012 and upon investigation was found to have missing segments on the display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2012.